Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with in-house drug-free donor urine samples. Results were read at 5 minutes and all devices yielded expected negative results for coc. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected. However, case details indicate that the confirmatory testing performed was done at a cut-off of 300 ng/ml. As the cut-off for coc on this device is 150 ng/ml, it is possible for a donor to correctly test positive on this device and negative on the confirmatory testing. For this reason, confirmatory testing should be performed at the same cut-off as the device. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the customer received multiple false positive results for coc on the multi-drug 10 panel screen test. The patients were not on any medications. Confirmatory lab testing was performed and provided negative results for coc. No treatment provided or withheld based on result. No further information was provided.